Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and customer changed supplies and resumed insulin to resolve the issue. Customer¿s blood glucose (bg) level was about 380 mg/dl with ketones. Reportedly, the customer went to the emergency room. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged later that day, (B)(6) 2025.